Event description:
Patient's cadd solis pump (pca) was found to be empty. Assumed that pca pump has been empty since late in the previous night and it was not discovered until the following morning when nurse (rn) investigated patient's reported increasing pain. The cadd pump reservoir was found to be empty and it did not alarm to notify staff of its empty reservoir. Pump settings indicated reservoir contained 9,796.3 ml. Patient reported in 10/10 pain overnight - physician and rn called to bedside multiple times. Attempted to increased pca bupivacaine 0.1 %/fentanyl 2 mcg/ml infusion from 8cc/hr to 10cc/hr. Once discovered, pain service immediately notified, nursing supervisor notified, pharmacy and bio med notified, and team physician notified. Pca pump replaced. Physician and nurse at bedside to provide reassurance to patient. Given toradol 15mg IV x 1 in the interim. Repositioned and ice packs applied. Pain service arrived and placed patient back on pca fentanyl. Following corrective interventions the patient reported decreased pain. ======================manufacturer response for cadd solis infusion pump for pca, cadd solis pca (per site reporter).======================aware of concerns reported-no immedicate action reported-check with manufacturer for recent changes if any.what was the original intended procedure?pain management.